Event description:
The customer requested that the system be checked out. During functional test, enough liquid oxygen leaked during and after fill from the broken flow indicator to potentially cause a serious injury if this event were to recur. The customer confirmed that no injury did not occur as a result of this malfunction. Co's service tech also reported that the bottle has a loss of vacuum, the quick connect leaks, and the knob, bezel and case back are cracked. The unit was repaired and returned to the customer. A review of the product history record indicates no discrepancies in the manufacturing process per the approved dmr. A corrective action was implemented which removed the flow indicator from units manufactured after april 5, 1995.